Manufacturer narrative:
Evaluation summary: the breakage might have been caused due to application of high bending forces during its use. The exact cause cannot be determined with certainty. As returned, a portion of the bushing clip has fractured off the device. The instrument has a potential field age of less than one month and appears to be conforming to print specifications. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the clip fractured during drill insertion.